Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed. The root cause was identified to be use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated under a CAPA.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during drain 2 of 5 on the homechoice machine (hc). The technical service representative (tsr) assisted the home patient (hp) to cycle power twice to clear the alarms. The hp stated she disconnected to use the restroom and reconnected after the alarm occurred. The tsr advised the hp to start over with new supplies. The hp wants to finish therapy manually. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.